Manufacturer narrative:
(B)(4). The rt206 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned complaint breathing circuit was visually inspected, pressure tested and submerged in a water bath to test for leaks. A lot check revealed no other complaints for this product for the lot number provided. Results: the pressure test revealed the pressure drop to be outside of specification for this product. The water bath test identified the leak to be at the connection between the lid and bowl of the water trap. Conclusion: all circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was reconnected. The user instructions for rt206 adult breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm." (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that air leaked from the water trap of an rt206 adult breathing circuit before use on a patient.